Manufacturer narrative:
This report is submitted on oct 20, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to improper placement of the electrode array. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 12, 2021.